Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During procedure, the right ventricular lead exhibited damage. The physician noted that the patient had poor cardiac function and perforation was caused by the patient's thin ventricular wall. After myocardial perforation was found, the patient developed pericardial effusion. The procedure was aborted. The right ventricular lead was not used and was not replaced. The patient was stable post procedure.

Manufacturer narrative:
Additional information: per analysis update. Analysis was normal. No anomalies were found.